Manufacturer narrative:
Details of complaint: the biomedical engineer reported receiving an "input unit failure" error message on the g5 max monitor. The monitor was in the "admit" screen. The unit was not monitoring a patient at the time; however, this was the third occurrence of this event over a period of several months. The first time was in february, shortly after installation, but once they rebooted the g5, the issue was resolved. The second time it received the error message was when they had clinical training onsite in mid-march. The educator said it was the bedside monitor (bsm-1700), and they replaced the bsm-1700. Since then, the g5 was used without issue until the clinical staff reported the third issue to biomed the prior day. Biomed pulled the logs and rebooted the g5, which resolved the error message. Biomed would like to know if, while on the "admit' standby screen "input unit failure" error message was the same as the known error issue for the "black screen' standby "input unit failure" that the new software update would fix. Biomed confirmed that the g5 unit was being used with a bedside monitor, and the time zone settings were correct. There was no malfunction of the bsm being used with the g5 unit. Investigation summary: the investigation determined that the cause of the error message was a disconnect between the input unit and the g5 max monitor. This error message would indicate a failure with the hardware of the g5 device, as the input unit/bsm-1700 was already replaced without resolving the issue. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, the root cause cannot be determined. Hardware failure could result from physical, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: bedside monitor: model #: bsm-1733a. Serial #: (B)(6). Device manufacturer data: 07/03/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na additional information: b4 date of this report g6 type of report h2 if follow-up, what type? H10 corrected data correction information: b4 date of this report: corrected the date to the current day.

Event description:
The biomedical engineer reported receiving an "input unit failure" error message on the g5 max monitor. The monitor was in the "admit" screen. The unit was not monitoring a patient at the time, however, this was the third occurrence of this event over a period of several months.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported receiving an "input unit failure" error message on the g5 max monitor. The monitor was in the "admit" screen. The unit was not monitoring a patient at the time; however, this was the third occurrence of this event over a period of several months. The first time was in (B)(6) , shortly after installation, but once they rebooted the g5, the issue was resolved. The second time it received the error message was when they had clinical training onsite in mid-march. The educator said it was the bedside monitor (bsm-1700), and they replaced the bsm-1700. Since then, the g5 was used without issue until the clinical staff reported the third issue to biomed the prior day. Biomed pulled the logs and rebooted the g5, which resolved the error message. Biomed would like to know if, while on the "admit' standby screen "input unit failure" error message was the same as the known error issue for the "black screen' standby "input unit failure" that the new software update would fix. Biomed confirmed that the g5 unit was being used with a bedside monitor, and the time zone settings were correct. There was no malfunction of the bsm being used with the g5 unit. Investigation summary: the investigation determined that the cause of the error message was a disconnect between the input unit and the g5 max monitor. This error message would indicate a failure with the hardware of the g5 device, as the input unit/bsm-1700 was already replaced without resolving the issue. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, the root cause cannot be determined. Hardware failure could result from physical, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: bedside monitor: model #: bsm-1733a. Serial #: (B)(6) . Device manufacturer data: 07/03/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported receiving an "input unit failure" error message on the g5 max monitor. The monitor was in the "admit" screen. The unit was not monitoring a patient at the time, however, this was the third occurrence of this event over a period of several months.

Event description:
Biomed reported receiving an "input unit failure" error message on the g5 max monitor, and this was the third occurence. It was not monitoring a patient or in the "black screen"standby mode - it was in the "admit" screen.

Manufacturer narrative:
Biomed reported receiving an "input unit failure" error message on the g5 max monitor. It was not monitoring a patient or in the "black screen' standby mode - it was in the "admit' screen. This was the third time this g5 device had this error. The first time was in february, shortly after installation, but once they rebooted the g5, the issue was resolved. The second time it received the error message was when they had clinical training onsite in mid-march. The educator said it was the bedside monitor (bsm-1700), and they replaced the bsm-1700. Since then, the g5 was used without issue until the clinical staff reported the third issue to biomed the proir day. Biomed pulled the logs and rebooted the g5, which resolved the error message. Biomed would like to know if, while on the "admit' standby screen "input unit failure" error message was the same as the known error issue for the "black screen' standby "input unit failure" that the new software update would fix. Biomed confirmed that the g5 unit was being used with a bedside monitor, and the time zone settings were correct. There was no malfuntion of the bsm that was being used with the g5 unit. This was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: bedside monitor: model #: bsm-1733a, serial #: (B)(4), device manufacturer data: 03/07/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.